Event description:
On an unknown date in 2005, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that on an unknown date the device migrated distally resulting in a proximal type I endoleak. On (B)(6) 2013, the patient underwent an additional procedure using a cook fenestrated graft. No sequelae has been reported. Further information was requested.

Manufacturer narrative:
The lot / serial number is unknown. A review of the manufacturing records for the device could not be completed. Further information was requested.